Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The report indicated that after purging the orbit complex fill 12x30 per instructions, air bubble was found in the hub of the coil, the coil had to be discarded. The case was completed using another coil. Additional information indicated that prior to removing from the package, the product or packaging was not damaged. Prior to utilizing, the product was prepped and handle according to (IFU) instruction for use guidelines. During prep, the hub was not cracked. The syringe was prepped per IFU, and the syringe was connected properly on the hub. No air bubbles were noted in the syringe barrel. No issues occurred with the syringe. During flushing, the syringe was not over tightened on the hub. After disconnecting the coil delivery system, no damages were noted on the syringe or hub of the delivery system. A dcs syringe was utilized to prep the device. The syringe was taking to the blue zone, and during prep, the blue zone was not exceeded. The same dcs syringe was utilized to complete the procedure. The syringe was not damaged during this event. The event occurred during the initial use of the syringe. During prep, the black zone was not exceeded. The patient was male. No further information was available.